Event description:
It was reported that there was a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset. After completing the reset, the cgm error code did not reappear, and the customer successfully began their sensor session.